Event description:
A customer reported to beckman coulter inc. (Bci) on (B)(4) 2011 that the wright's stain bottle was leaking at the seam there is an exposure control plan in place at the site. The damaged product was properly disposed of in biohazard drums by the lab personnel. The customer was wearing appropriate ppe. There was no exposure, or any contact to eye or skin, open wounds or mucous membranes to the wright's stain.

Manufacturer narrative:
Replacement product was sent on (B)(4) 2011. Root cause is unknown.